Event description:
It was reported that the first call at nurse had a patient that had been cooling on the arctic sun device since 0800 this morning. The device said marginal flow. Patient temperature (pt) was 35.7c, water temperature (wt) was 4.9c, water flow rate (wfr) was 1.9 l/min. Walked nurse through stopping therapy, emptying pads, and disconnecting pads. Had nurse reconnect pads holding the blue tubing and nowhere near the clear plastic clamps. Restarted therapy and water flow rate (wfr) was settled at 2.8 l/min. Advised to call back with any other issues. Second call. Nurse called earlier regarding low flow issues and stated that the flow rate was low again and asked if someone could come service the device. Explained we did not have anyone that services the device in house. If there was an issue with the device, then we recommend sending it to biomed for evaluation. Nurse stated would call biomed to look at it and call us back if needed. Explained they could try to troubleshoot again since it was on the patient, however nurse hung up. Per follow up information on 19jul2023 for additional information. Nurse stated that the initial reporter was not available, and they were unaware of event. Per follow up information on 20jul2023, for additional information. Biomed said that the device was not heating up during calibration, they got an error 80 (non-recoverable system error) expected 28 actual 15. They drained and refilled the device and ran a functional check. No further issues and device has been sent back to the floor. Unaware of pad or patient status.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the first call at nurse had a patient that had been cooling on the arctic sun device since 0800 this morning. The device said marginal flow. Patient temperature (pt) was 35.7c, water temperature (wt) was 4.9c, water flow rate (wfr) was 1.9 l/min. Walked nurse through stopping therapy, emptying pads, and disconnecting pads. Had nurse reconnect pads holding the blue tubing and nowhere near the clear plastic clamps. Restarted therapy and water flow rate (wfr) was settled at 2.8 l/min. Advised to call back with any other issues. Second call. Nurse called earlier regarding low flow issues and stated that the flow rate was low again and asked if someone could come service the device. Explained we did not have anyone that services the device in house. If there was an issue with the device, then we recommend sending it to biomed for evaluation. Nurse stated would call biomed to look at it and call us back if needed. Explained they could try to troubleshoot again since it was on the patient, however nurse hung up. Per follow up information on (B)(6), 2023 for additional information. Nurse stated that the initial reporter was not available, and they were unaware of event. Per follow up information on (B)(6), 2023, for additional information. Biomed said that the device was not heating up during calibration, they got an error 80 (non-recoverable system error) expected 28 actual 15. They drained and refilled the device and ran a functional check. No further issues and device has been sent back to the floor. Unaware of pad or patient status.

Manufacturer narrative:
Per investigator evaluation, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the first call at nurse had a patient that had been cooling on the arctic sun device since 0800 this morning. The device said marginal flow. Patient temperature (pt) was 35.7c, water temperature (wt) was 4.9c, water flow rate (wfr) was 1.9 l/min. Walked nurse through stopping therapy, emptying pads, and disconnecting pads. Had nurse reconnect pads holding the blue tubing and nowhere near the clear plastic clamps. Restarted therapy and water flow rate (wfr) was settled at 2.8 l/min. Advised to call back with any other issues. Second call. Nurse called earlier regarding low flow issues and stated that the flow rate was low again and asked if someone could come service the device. Explained we did not have anyone that services the device in house. If there was an issue with the device, then we recommend sending it to biomed for evaluation. Nurse stated would call biomed to look at it and call us back if needed. Explained they could try to troubleshoot again since it was on the patient, however nurse hung up. Per follow up information on 19jul2023 for additional information. Nurse stated that the initial reporter was not available, and they were unaware of event. Per follow up information on 20jul2023, for additional information. Biomed said that the device was not heating up during calibration, they got an error 80 (non-recoverable system error) expected 28 actual 15. They drained and refilled the device and ran a functional check. No further issues and device has been sent back to the floor. Unaware of pad or patient status.

Manufacturer narrative:
Per investigational findings, bd has determined that this MDR as not reportable as the reported event was confirmed as user related. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.